Manufacturer narrative:
This file was a duplicate of another file. There will be no further reports sent in. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the bulbs are not switching on and a system message displayed during a procedure. The case was aborted. The was completed the following week. Additional information has been requested but none has been received.